Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed using the wired footswitch. A philips engineer inspected the system onsite. The battery of the wireless footswitch was replaced which reestablished the connection of the wireless footswitch with the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless footswitch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that it was found that the wireless footswitch could not connect to the system, during a procedure. A restart did not solve the problem. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.